Manufacturer narrative:
The insulin pump was received with severely cracked and bleeding lcd glass, minor scratched display window, cracked reservoir tube lip, cracked reservoir tube window, cracked reservoir tube window corners and cracked battery tube threads. No cracked on display window noted.

Event description:
The customer reported via phone call of damage from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that there is a crack on the screen and she cannot see the time and amount of insulin that's being recommended. The customer stated that the pump was dropped in the past. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.